Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels on (B)(6) 2018. Customer's blood glucose value was unknown. The customer was advised to revert to backup plan. The product will not return for the analysis.